Event description:
The customer reported that the device illuminated the service indication. Physio-control evaluated the device and found that it was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.